Manufacturer narrative:
Follow-up #1 date of submission 03/21/2016 device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2016 with the following findings: a review of the black box data showed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. No activity outside of normal use was observed. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.